Event description:
It was reported that during a c-section closure, the device fired like normal. However, the staples did not stay closed and hold the skin together. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.